Manufacturer narrative:
(B)(4). Evaluation summary: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the patient. Hemostasis can be achieved by applying manual pressure. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
A 6f angio-seal vip vascular closure device was deployed in an arteriotomy in the common femoral artery (cfa). The anchor did not sit flush against the anterior wall of the vessel and the collagen entered the artery during deployment. Hemostasis was not achieved and the vessel bled heavily due to heparin administration. The patient underwent a surgical cut down to remove the angio-seal device. The surgery revealed the anchor was caught in the posterior wall of the cfa. Vessel diameter was unknown. The patient was fine.